Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, the reported issue occurred prior to procedure on (B)(6) 2022. Subsequently, the device was replaced to complete the intended procedure with no delay or health damage. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue regarding ¿no image on the screen¿ was caused by a failure of quantum board (qb). However, the root cause of the problem could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high-definition lcd monitor had bad output. Upon inspection of the customer¿s returned device it was observed, the screen did not appear due to a quantum board (qb) failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed there was no abnormality found in appearance. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.